Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the emergency room physician wanted a review of reports for this pacemaker as there was seizure-like activity. Boston scientific technical services (ts) reviewed the reports and noted that there was farfield oversensing of the ventricular signals on the atrial channel, which did not compromise therapy. It was also noted that there was noise on the right atrial (ra) channel. The ra lead is a non-boston scientific product. The patient was experiencing ventricular tachycardia (vt), but the device appropriately did not deliver therapy as pacemakers do not provide shock therapy. It was noted that the patient experienced syncope, which was a result of the vt. Additionally, the patient reported beeping, but pacemakers do not have the ability to beep or vibrate. The physician was also concerned that the device's clock was not correct. The device was reprogrammed to resolve the issues. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted due to therapy upgrade. No adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the emergency room physician wanted a review of reports for this pacemaker as there was seizure-like activity. Boston scientific technical services (ts) reviewed the reports and noted that there was farfield oversensing of the ventricular signals on the atrial channel, which did not compromise therapy. It was also noted that there was noise on the right atrial (ra) channel. The ra lead is a non-boston scientific product. The patient was experiencing ventricular tachycardia (vt), but the device appropriately did not deliver therapy as pacemakers do not provide shock therapy. It was noted that the patient experienced syncope, which was a result of the vt. Additionally, the patient reported beeping, but pacemakers do not have the ability to beep or vibrate. The physician was also concerned that the device's clock was not correct. The device was reprogrammed to resolve the issues. The device remains in use. No adverse patient effects were reported.